Event description:
It was reported that the user purchased the cane in or about september, 2006. After one-year of use, in 2007, the user used the suspect device to assist him during a very long walk in which ended with the user standing in line to purchase show tickets. During his waiting, the user opened the device's fold down seat and sat down to rest as he waited on the ticket line. The device allegedly collapsed and hurled the user backwards to the pavement and allegedly caused him to suffer serious and permanent injury. Detailed information on user injuries and the suspect device is not available at this time.